Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the jaw of the device broke into the patient's cavity but the surgeon was able to retrieve it. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the jaw of the device broke into patient's cavity but the surgeon was able to retrieve it. A new dissector was opened and used to complete the procedure. There was no patient injury.